Manufacturer narrative:
Results: the penumbra reperfusion catheter 5max ace was fractured approximately 32.0 cm from the hub. Conclusion: the compliant has been evaluated. The complaint indicates that the penumbra reperfusion catheter 5max ace was discovered to be broken when inserting it into a sheath. Evaluation of the returned product confirmed that the penumbra reperfusion catheter 5max ace was fractured in the proximal shaft. This type of damage typically occurs when the device is improperly handled during removal from its packaging. If the catheter is removed from the packaging hoop at an angle, it may fracture due to excess force. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While attempting to insert the 5max ace reperfusion catheter into the sheath, the physician noticed that the 5max ace reperfusion catheter was broken and was not used. There was no report of an adverse effect on the patient.